Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "touchscreen froze" (no display or display failure). The nurse reported the touchscreen froze. The remote control was used to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).